Event description:
The customer reported that a patient had to have a second procedure to remove some blue fibers present in the eye on the day 1 post-op visit. No sample was saved evaluation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was mailed to FDA on: 01/09/2009.